Event description:
Patient receives e2 error messaging with above test strips, on 2 different meters, contacted MFR who sent new strips (diff lot) which worked fine. Dose, frequency and route used: test blood sugars 6 times daily. Diagnosis for use: diabetes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.